Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Laine, t., lund, t., ylikoski, m., lohikoski, j., schlenzka, d., (2000). Accuracy of pedicle screw insertion with and without computer assistance: a randomised controlled clinical study in 100 consecutive patients. (B)(6). This report is for unknown uss devices / unknown quantity / unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: laine, t., lund, t., ylikoski, m., lohikoski, j., schlenzka, d., (2000). Accuracy of pedicle screw insertion with and without computer assistance: a randomised controlled clinical study in 100 consecutive patients. Finland. This was a 'retrospective' cohort study. The purpose of the study was to assess the accuracy of computer-assisted pedicle screw insertion versus conventional screw placement under clinical conditions. This was a study conducted in (B)(6). One hundred patients participated; however, ninety one were included in the study in 2000. Reported complications specifically for patients with uss screws: patients treated with unknown uss pedicle screws reported pedicle perforation rates as follows: group 1 = 13.4%, group 2 (computer assisted) = 4.6%, drop-out = 18.4%. 1 patient in group 2 presented with deep infection requiring multiple lavations and removal of the instrumentation. This is report 1 of 3 for (B)(4). This report is for unknown uss devices with unknown part or lot numbers.